Event description:
It was reported that while in the cath lab, the md inserted the sheath via the left femoral artery. The customer stated "that near the tip part of the central lumen, it was too easily bent and broken without any strong resistance during the passing of the iab over the spring wire guide and into the proximal part of the sheath." As a result, the md removed the iab without removing the sheath and used another iab to complete the insertion.

Manufacturer narrative:
Follow-up report will be filed if add'l info becomes available.